Event description:
The pt's skin flap over the implant has become very thin. The surgeon reportedly is concerned that any blow to the head will cause the skin to break open. Surgery to revise the skin flap is scheduled for 2000. The surgeon and family have elected to explant the implant and replace it with a new device at that time.